Manufacturer narrative:
Correction required in serial number.

Event description:
It was reported that during procedure 2nd lens showed a double circle on the screen with camera head plugged in. When the 2nd camera head was plugged in the lens stopped working entirely. No back-up device was available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.